Manufacturer narrative:
The full event site name in block e1 is (B)(6) medical center. The getinge authorized distributor's field service engineer (fse) reported that the iabp was calibrated, all valves were checked and cleaned, but the error # 14 still appeared. Further troubleshooting and repairs are still ongoing. The iabp is still out of service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
A getinge authorized distributor's field service engineer (fse) reported that prior to use on a patient, an error # 14 appeared several times on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient an error#14 appeared several times on the cardiosave intra-aortic balloon pump (iabp) even though it was calibrated, all valve checked and cleaned. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not approved getinge to evaluate the iabp and is unknown when the customer will decide to move ahead with the repairs. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
A getinge authorized distributor's field service engineer (fse) reported that prior to use on a patient, an error#14 appeared several times on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
A getinge authorized distributor's field service engineer (fse) reported that prior to use on a patient, an error#14 appeared several times on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
**Clarification was received that the aware date for this reported event was 23sep2019. Please be sure to correct the aware date submitted on the initial report number 2249723-2020-01049. The distributor communicated with a getinge field service engineer (fse) to troubleshoot the reported issue. The distributor's fse was instructed to perform preventative maintenance (pm) on the iabp unit and clean the vent and compressor fan. It was noted that the reported error disappeared. The iabp unit was then cleared for use and returned to the customer.